Event description:
A customer reported a disconnection involving the one-link catheter extension set. According to the report, the tubing disconnected catheter set, resulting in approximately 20cc's of blood loss. There was no patient injury or medical intervention associated with this event outside of the loss of blood. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.